Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. Unable to duplicate. Then unit was repaired 29mar2019.

Event description:
The customer reported that the ltv 1150 unit was reported to have lost peep and a drastic drop in volume when switched to pressure. At this time, there is no information regarding patient involvement associated with the reported event.